Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the user says the tilt intermittently stops. MDR filed.